Manufacturer narrative:
This is one event (death) reported for the same pt involving three separate products; associated MDR# 1225714-2014-05476, 1225714-2014-05477 and 2737457-2014-01376.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.